Manufacturer narrative:
Results: eval of the returned unit found that the battery springs are badly bent. The alarm case is chipped on the bottom right corner, the aqualert water indicator label shows moisture exposure and the battery door gets stuck as it is opening, there is no visible damage to the door. However, the unit powers up and passes all functional tests. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. (B)(4).

Event description:
Customer did not specify the problem with the alarm or the date when problem was discovered. Add'l info received with the alarm is that the alarm is frozen. No pt incident or injury was reported.